Event description:
A surgeon reports a pt who had difficulty seeing things after intraocular lens (iol) implant surgery. Upon examination postoperatively, it was noted that the lens was decentered and that the trailing haptic was broken. The lens was exchanged with the same model.

Manufacturer narrative:
The product was returned for analysis. One haptic was broken- gusset area. While we were unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no other complaints reported in the lot number. Additional info was requested and received. This report was mailed to FDA on: 10/10/2008.